Manufacturer narrative:
It was reported the patient was elderly. This report is for an unknown variable angle (va) curved condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a surgeon that a patient returned to a facility due to a broken variable angle (va) curved condylar plate system on (B)(6) 2015. The initial surgery, performed on (B)(6) 2015 was had to implant the va plate to correct an extra-articular fracture. The exact cause of the patient returning to the facility is unknown. X-rays were taken and it was determined that the va curved condylar plate system had been broken into two pieces at the apex of the va tab of the plate. The revision surgery was completed successfully on (B)(6) 2015, and the patient remained in good condition upon completion. This report is for an unknown variable angle (va) curved condylar plate. This is report 1 of 1 for (B)(4).